Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited a low sensing threshold of 1.8 mv. The lead was successfully repositioned.